Event description:
Patient was admitted to the cardiovascular operating room (cvor) for two coronary artery bypass grafts (CABG x 2), and left atrial appendage ligation. Cordis sheath collapsed after insertion, causing false central venous pressures (cvp).